Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced low blood glucose (bg) levels in the morning for about 2 weeks. The customer could not provide the exact bg values or dates. Approximate reported bg levels were between 40's and 50's mg/dl, and were treated by drinking orange juice. The customer thinks that low bgs occurred as a result of forgetting to eat the bedtime snack that was recommended by the healthcare provider.